Event description:
Hospital engineering requested troubleshooting and repair of bed in storage room.

Manufacturer narrative:
Technician discovered that the head hi/lo drifts down when raised. He replaced valve solenoid, but problem was still present. He then replaced hydraulic power unit, performed function check and problem was resolved.